Event description:
It was reported through the research article ¿intermittent levosimendan for late right ventricular failure in patients with left ventricular assist devices¿ identifying the effects of intermittent infusion of levosimendan in patients with late right heart failure post lvad implantation. This is a retrospective study that evaluated 8 hm3 patients who were treated with intermittent levosimendan for right ventricular (rv) failure. One patient died due to multi-organ failure due to progression of rv failure.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data was collected between 2011 and 2020. (B)(4). Article title: intermittent levosimendan for late right ventricular failure in patients with left ventricular assist devices jr kimman, et al. The journal of heart and lung transplantation 2022 apr. Cardiology, erasmus university medical center, rotterdam, netherlands. Manufacturer's investigation conclusion: a direct correlation between the lvad devices and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure, various forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.